Event description:
The facility reported an infusion pump with a low flow. The event was reported to have occurred during biomed testing. The hosp. Rep. Stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Though requested, no additional information was provided regarding pt's demographics, medication involved, or device programming. No additonal contact information was available.